Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). As a result of the testing, micrococcaceae (2 cfu/endoscope) was detected from the sample collected from the all channels of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing before the first use by the user facility, the sample collected from the subject device tested positive for enterobacter aerogenes and escherichia coli (71cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel isa, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.